Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultramini meter displayed apply sample messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she started getting the apply sample message in (B)(6) 2017. The patient manages her diabetes with novolog and lantus insulins which she self-adjusts. She indicated that following the start of the alleged issue, she consumed less food/drink. She reported that an unknown time later, she developed symptoms of "dizziness and high blood sugar". She indicated that she was hospitalized in the latter part of (B)(6) 2017 and received 7 units of humalog every 15 minutes. She reported that she obtained a blood glucose result of 367 mg/dl on the hospital meter in the latter part of (B)(6). At the time of troubleshooting, the cca confirmed that the meter was not being used for the first time. The cca noted that the patient's test strips had expired in (B)(6) 2016. The patient did not have any unexpired onetouch ultra test strips to insert into the meter. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient received hcp treatment for an acute high blood glucose excursion after obtaining apply sample messages on the subject meter. Although the patient was using expired test strips, it cannot be ruled out with all certainty that the meter may have caused or contributed to the adverse event.